Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were tested with retention meter and retention controls. Testing results: (lot 334500): qc 1: 3.2 inr, qc 2: 3.2 inr , qc 3: 3.2 inr . (Lot 314048): qc 1: 3.6 inr, qc 2: 3.6 inr, qc 3: 3.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for a total of 20 different patients tested with coaguchek xs pro meters serial numbers (B)(4). Of these 20 patients, 16 had erroneous results when tested on all three meters with test strip lot numbers 31404811 and 33450011. The meter values were higher compared to values measured in the laboratory using the siemens thromborel method. This medwatch will apply to test strip lot number 33450011. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 31404811. The customer did not know which meter was used for each measurement. For each patient, the time frame between measurements is not known. No adverse events were alleged to have occurred with the patients.